Event description:
It was reported that (B)(6) years old female patient had presented two times previously with a right side dislocated hip. The primary operation was on (B)(6) 2018 with spectron/ r3. Dr. Performed a liner exchange, to lateralized liner with 20 deg hood from 0 deg standard. Stability was assessed as stable at the end of the procedure. X-rays and previous stickers attached to the report.

Manufacturer narrative:
It was reported that the patient had presented two times previously with dislocated hip at the right side. The associated devices, used in treatment, were not returned for evaluation. Thus the product analysis could not be performed. A review of manufacturing records did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident could not be corroborated. This reported failure has been identified in the instructions for use and risk management files. A clinical analysis noted that a single hip x-ray is provided that shows bilateral total hip replacements. The right side acetabulum is imaged but it is difficult to visualize due to the limited quality of the image but the positioning of the cup could be a little steep and its noted that there is a bone screw protruding through the pelvis. No conclusions can be made based on the image provided as it is not known if the position has changed over time also conclusions cannot be made around the acetabular liner. Based on this investigation, the need for corrective action is not indicated. Some potential causes of the reported event could include but are not limited to size of device used, patient anatomy or abnormal loading of limb. It was reported that the surgeon did not blame the implants. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.